Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of rupture were reviewed. Visual analysis of the photos identified calcification, red particles in the shell, device path with lot number 1389234 labeled as left side, and an opening on the anterior side. Due to the impossibility to perform a microscopic analysis via device analysis performed through photographs, it is not possible to determine the most likely failure mode.